Event description:
Literature was reviewed regarding right ventricular (rv) lead perforation. The authors described patients with clinical signs of per foration and an urgent transthoracic echocardiogram was performed to identify the presence of pericardial fluid or tamponade. Patients then underwent enhanced cardiac computerized tomography (CT) scans. One patient experienced a perforation and underwent a lead re positioning. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: predictors of the right ventricular perforation caused by active-fixation pacing and defibrillator leads: a sing le-centre experience. Journal of cardiovascular electrophysiology (jce). 2024; 35:399¿405. Doi: 10.1111/jce.16181 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.